Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device, right ventricular (rv) and right atrial (ra) lead were explanted and replaced due to a system infection. The patient was stable with no additional adverse consequences. It is indicated that the system was retained at the facility and will not be returned for evaluation.